Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16; checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported that his blood glucose (bg) reached 23.0 mmol/l (414 mg/dl) so he gave himself a bolus of insulin (exact amount was not provided) and his bg lowered to 19 mmol/l (342 mg/dl). The next day he experienced some acid reflux and was taken to the emergency room via ambulance. Upon arrival, he was diagnosed with diabetic ketoacidosis and high blood cell count. They placed him on an intravenous therapy of insulin, antibiotic (amoxicillin), paracetamol and glucose. The doctor requested that we replace the patient's omnipod personal diabetes manager (pdm).